Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that on (B)(6) 2021, a 16 mm amplatzer septal occluder was chosen for implant to use with a 10 fr amplatzer torqvue delivery system 45/80. During procedure, the occluder deployed as a cobra shape deformation. The device was removed from the patient. A 20 mm amplatzer septal occluder was then successfully implanted to resolve this event. The patient status was reported as stable. No additional information was provided.

Manufacturer narrative:
Corrected information: h6 health effect - impact code. The reported event of "the occluder deployed as a cobra shape deformation" could not be confirmed. Three photos were received from the field, which appeared to show an occluder with a cobra deformation. However, the investigation confirmed the device met visual and functional specifications when analyzed at abbott. The sewing patch on the distal disc did not fully extend to the edge of the disc, consistent with damage during use. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2021, a 16 mm amplatzer septal occluder was chosen for implant to use with a 10 fr amplatzer torqvue delivery system 45/80. During procedure, the occluder deployed as a cobra shape deformation. The device was removed from the patient. A 20 mm amplatzer septal occluder was then successfully implanted using the same delivery system to resolve this event. There was a delay in procedure of approximately 35 minutes, but the patient did not experience any complications or injuries during or after the procedure. The patient remained hemodynamically stable throughout the procedure. The patient status was reported as stable. No additional information was provided.